Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex st (device #1) may have caused or contributed to the reported event. The attorney alleges that the patient underwent additional surgical intervention and the device was removed.; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex st (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). There is no allegation related to the bard/davol ventrio st. Not returned.

Event description:
On (B)(6) 2016: the attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1). On (B)(6) 2018: the attorney alleges that the patient underwent surgery to remove the ventralex st (device #1). An unspecified bard/davol ventralex st(device #2) was implanted on the same date. On (B)(6) 2018: the attorney alleges the patient underwent surgery to remove the ventralex st (device #2). On (B)(6) 2018: an unspecified ventrio st was implanted. As reported, the patient is making a claim for an adverse patient outcome against only the two (2) ventralex st (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."